Event description:
A customer reported that the air/fluid exchange was not working during a vitrectomy procedure; the air was going out but not in. Following a delay of eight minutes, the unit was exchanged and the case was able to be completed without harm to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported problem. The company representative found all vacuum and pressure levels within product specifications. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).